Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a laparoscopic surgery, the subject device was used. An unspecified error occurred and the user became unable to use the subject device. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On october 14, 2020, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was severely worn.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a mark on a probe tip that came into contact with a grasping section. There was a mark on a grasping section that came into contact with a probe tip. The tissue pad in the grasping section was intensively worn away. When we performed probe check with usg-400 and td-sb400 owned by aomori olympus, no abnormality occurred. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. We speculate that output became impossible due to u504 probe damage error occurred from past findings. It is likely the u504 probe damage error occurred by the following mechanism: 1activated output while the tip of grasping section is grasped tissue. 2at the rear end of the grasping section the probe tip and a grasping section came into contact. This caused the tissue pad in the grasping section was severe worn away 3kept doing activated output while the probe tip and a grasping section came into contact. This caused the probe tip was applied a load and the probe damage error occurred. Also, the contact between the probe tip and the grasping section caused mark. 4since the probe damage error occurred, it was determined that output became impossible. The above device handling has warned in the instruction manual.